Manufacturer narrative:
Product ID: 8711 lot# serial# (B)(4), implanted: 2007 (B)(6), product type catheter. (B)(4).

Event description:
It was reported, the device was interrogated on (B)(6) 2012 and revealed the elective replacement indicator was ten months. The device was at end of battery life. In anticipation of device replacement a catheter evaluation was ordered. On (B)(6) 2013 fluoroscopy was used to evaluate the pump and catheter system. No abnormalities were found. It was observed that cerebrospinal fluid could not be aspirated from the catheter side port access. The patient did not experience any symptoms. A surgical revision was performed. The device was replaced. A stylet was advanced though the intraspinal portion of the catheter and the catheter was advanced 1cm. It was related to device or therapy. The outcome was resolved without sequelae. The pump was delivering fentanyl